Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported the a type ia endoleak was observed during the index procedure and endoanchors were implanted to try to resolve the endoleak. It was reported that the event was not resolved and the endoeak was still present. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information reported that 2 units of sa-85 with the same lot number were implanted during the procedure. Updated with serial number of applier. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated post completion of investigation. If information is provided in the future, a supplemental report will be issued.